Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and while trying to do a map pacing with the cs (coronary sinus catheter), sometimes the pacing was through octaray 1-2 instead of cs. Stimulation went in addition through 20 pole b channel of octaray catheter instead of stimulating on cs catheter. The medical team continued the case without map. The issue resulted in a 5-miute delay. The case was completed. No patient consequences were reported. Afterward, on 12-jun-2025, technical services inspected the device and identified 2 defective electrocardiogram cards.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-sep-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and while trying to do a map pacing with the cs (coronary sinus catheter), sometimes the pacing was through octaray 1-2 instead of cs. Stimulation went in addition through 20 pole b channel of octaray catheter instead of stimulating on cs catheter. The medical team continued the case without map. The issue resulted in a 5-miute delay. The case was completed. No patient consequences were reported. Device evaluation details: it was confirmed that the issue was resolved by replacing the faulty piu (patient interface unit)+lp with other ones that were delivered to the customer. The acl tx card was also replaced as part of the piu replacement to meet the correct configuration. The suspected piu and lp were send to the manufacturer for investigation. During the investigation, it was found that the issue was caused due to faulty opto switch component on the ECG (electrocardiogram) card. The card was repaired and the issue resolved. A manufacturing record evaluation was performed for the system #(B)(6), and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. The issue is related to an internal action. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).